Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a pod packing coil (podj). During the procedure, the physician placed two non-penumbra coils and a plug in the target vessel using a lantern delivery microcatheter (lantern). While attempting to deploy a podj in the target vessel, the physician accidentally pulled the lantern inside the diagnostic catheter and advanced the podj out of the lantern. Consequently, part of the podj was advanced within the diagnostic catheter and subsequently, the podj became stuck. The physician then experienced resistance and the podj unintentionally detached. Therefore, the physician attempted to push the podj forward using the lantern and the pusher assembly, but it was unsuccessful. The physician also attempted to push the detached coil forward using a syringe and a wire, but it was unsuccessful. Therefore, the physician pulled the diagnostic catheter back with the detached coil. The procedure was ended at this point as the physician deemed that the aneurysm was sufficiently packed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
First name: (B)(6).